Event description:
Additional information received reported that the patient outcome was very positive and she regained efficacy.

Event description:
It was reported there was high impedance of 30,000 ohms. It was noted all combinations were related to the 9 contact. It was stated the patient was reprogrammed as a result of the event. It was noted the issue was resolved. It was noted the patient status at the time of report was alive with no injury and there were no patient symptoms reported. It was stated the patient had entered the hospital for an unrelated medical event. It was noted upon completion an integrity check of the device was completed and high impedances on therapeutic contacts were found. It was stated the patient referred for neurological care and upon completion of neurological evaluation the contact on the effected side was changed to a contact with therapeutic impedance range and no further action was necessary.

Manufacturer narrative:
Concomitant products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot# v674526, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot# v674526, implanted: (B)(6) 2011, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).